Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation could not reproduce the complaint. The phacodiathermy module is working according specifications. Assuming worst case during surgery,per complaint description, the alternate hand piece didn't serve the purpose, hence this can be concluded as reportable. All available information has been provided. This complaint has now been closed.

Event description:
Phaco power starts correct, but is quickly reduced to too less power when it penetrates the lens. Different handpieces did not solve the problem. New phaco module is needed. No further information, all has been disclosed. Sample is available.